Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent knee replacement surgery on an unknown date and topical skin adhesive was used. Following the procedure, the topical skin adhesive was removed. It was reported that the incision is open, the surgeon placed steri-strips to close the area and the patient was started on antibiotics. Additional information has been requested.